Event description:
Devilbiss healthcare received notice of the investigation of a house fire by french authorities, which resulted in a death. The notice came by way of a request from a court-appointed expert in the investigation. While the expert requested some information regarding the 525ks oxygen concentrator, it is unclear from the inquiry whether or how the device was involved in the fire in any way. Devilbiss healthcare is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.